Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is experiencing increased pain which resulted in ineffective stimulation. It was also reported the patient experiences leg weakness and left leg numbness. As a result, the patient's scs system was explanted as the patient is to undergo an MRI.